Event description:
The hospital staff attempted to use the device for defibrillation of a hospital patient who had collapsed. When the device was turned on, the monitor display remained blank and use of the device was inhibited. The patient's outcome was not reported.